Event description:
It was reported that the stand hooking system of the hotline was broken. No patient involvement was reported and the incident occurred during lab testing.

Manufacturer narrative:
Date of event and UDI number is unknown. No information has been provided to date. Visual inspection of the returned device noted a bent and broken pole clamp, drain tube and front enclosure. The customer stated problem was replicated and the root cause was determined to be user interface damage from impact. A manufacturing device history record (DHR) review was not performed because the device is beyond a year from its manufacture date of 28jul2020 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Actions taken include replacing the pole clamp, drain tube and front enclosure.